Event description:
It was reported that the betta link 2.9 shoulder knotless anchors used in a brostrom surgery were inserted into the fibula. 2 anchors both with different lots stayed in the bone and the eyelet broke releasing the sutures. The surgeon was not able to remove part of one of the anchors and it remains in the patient's bone.

Manufacturer narrative:
Our investigation team, which consists of engineering, production, qc and qa personals performed the investigation and this is their finding. See IFU 180bsm, with the necessary information provided for the use of this device. Also note that in the warning it is stated not to use excessive tension or overload the device this could lead to device breakage. Also, in the information for use notes number 3 ask for the use of a guide - note 5 ask for maintaining the location of the hole - notes 6-7-8 explains the proper use of the device to get the right results. Our investigation team reviewed the above information that the all the of this device were validated and approved - the dhf complies to quality requirements concluded that IFU instructions were not followed and there was misuse of the device that cause this failure. Root cause: misuse of the device.